Event description:
It was reported that: "on (B)(6) 2025, according to the customer's feedback, when the syringe was routinely used to test the tightness of the dialysis tube before the patient was put on the machine for dialysis, the leak was found. After careful inspection of the joint, it was found that the luer hub/fitting has crack. Involved 2 pc." This was used about 5.5 months. "

Manufacturer narrative:
(B)(4). The details of the complaint were reviewed. The customer returned one unit of proximal catheter for evaluation. The report of a cracked luer hub was confirmed through investigation of the returned sample. Visual analysis revealed a crack on both red and blue arterial hub. No leak observed during functional test. A device history record review was performed, and one finding was observed that is similar to the failure of the reported complaint. It was determined that the observed damage is consistent with damage due to alcohol exposure. Based on the customer report and the sample received, the probable cause is likely design related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2025, according to the customer's feedback, when the syringe was routinely used to test the tightness of the dialysis tube before the patient was put on the machine for dialysis, the leak was found. After careful inspection of the joint, it was found that the luer hub/fitting has crack. Involved 2 pc." This was used about 5.5 months. "